Event description:
Reportedly the patient went to the emergency room on (B)(6) 2015 presenting bradycardia and assystolic periods (ECG showed ventricular capture loss). A pacemaker follow-up was performed. An alert was displayed in overview showing a lead impedance above 3000 ohms. The physician tested the lead impedance manually and the value remained above 3000 ohms. The ventricular threshold was tested and no capture was possible to achieve, even with 7,5v@1.00ms. In the previous follow-ups the impedance was around 500 ohms, sensing >15mv and the threshold was stable at 0,75v. On the (B)(6) 2015 the patient went to a re-intervention and the ventricular lead was tested using a psa. The measurements with the psa were unstable. The subject lead was extracted and a new lead (non-sorin) was implanted. Since it was very difficult to remove the entire lead body (adherence to the veins) the proximal lead body was cut and collected to vigilance. After implanting the new lead, the connection between the lead and the can was also unstable (intermittent pacing). The physician decided to implant a new pacemaker.

Event description:
Reportedly the patient went to the emergency room on (B)(6) 2015 presenting bradycardia and assistolic periods (ECG showed ventricular capture loss). A pacemaker follow-up was performed. An alert was displayed in overview showing a lead impedance above 3000 ohms. The physician tested the lead impedance manually and the value remained above 3000 ohms. The ventricular threshold was tested and no capture was possible to achieve, even with 7,5v@1.00ms. In the previous follow-ups the impedance was around 500 ohms, sensing >15mv and the threshold was stable at 0,75v. On (B)(6) 2015 the patient went to a re-intervention and the ventricular lead was tested using a psa. The measurements with the psa were unstable. The subject lead was extracted and a new lead (non-sorin) was implanted. Since it was very difficult to remove the entire lead body (adherence to the veins) the proximal lead body was cut and collected to vigilance. After implanting the new lead, the connection between the lead and the can was also unstable (intermittent pacing). The physician decided to implant a new pacemaker.